Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a right hip revision due to dislocation. Head and liner were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; g3; h2; h3; h6. The following sections were corrected: d10; h4. D10: unk stryker head. Visual review of the provided photo shows a ceramic head and poly liner with bio on them after being explanted, no other information can be obtained from the image. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided. Review of the available records identified findings of the reported issues. Right total hip arthroplasty in the setting of chronic right acetabular fracture. Acetabular cup trabecular metal construct is present in a high protrusio position, and there is superior dislocation of the femur. Protrusio acetabuli and high positioning of the acetabular cup are both risk factors for hip dislocation. A definitive root cause cannot be determined for the dislocation however the use of a competitor head with a g7 liner is considered off label use per IFU. Do not use components of the g7 acetabular system with components of any other system or manufacturer, unless authorized by zimmer biomet. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.